Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the handle was returned completely disassembled with the entire inner shaft missing. The stent has been partially released, what was caused by the physician after withdrawal. The distal end of the stent has fractured, which was also caused by the physician after withdrawal. The outer shaft has slightly bulged around the position of the proximal stent markers. The proximal stent stopper is still present inside of the outer shaft and shows severe compression marks. During investigation, the handle was reassembled which revealed that several parts of the assembly are missing. A picture taken during production shows a correctly assembled handle with all parts being present. The stent could not be manually released. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Event description:
Pulsar-18 peripheral self-expandable stent systems were selected for treatment of a mildly calcified lesion (80 percent stenosis degree) in the mildly tortuous mid sfa. A first pulsar-18 6/120/135 was successfully inserted and released. Then the complaint device was introduced but could not be released. The device was withdrawn. The vessel was found to be in good condition, so no further stent was inserted.